Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber rx2mm15cm155 balloon ruptured within its nominal pressure. Therefore the device was replaced with a new non cordis balloon, and post-dilatation was performed with another saber. The procedure was finished successfully. There was no reported patient injury. This was a percutaneous transluminal angioplasty (pta) procedure case. An unknown guide wire crossed the lesion, and a saber pta was inflated in the lesion. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
It was reported that a saber rx 2x150mm 155 balloon ruptured within its nominal pressure. Therefore the device was replaced with a new non cordis balloon, and post-dilatation was performed with another saber. The procedure was finished successfully. There was no reported patient injury. This was a percutaneous transluminal angioplasty (pta) procedure case. An unknown guide wire crossed the lesion, and a saber pta was inflated in the lesion. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17312808 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.